Event description:
Synergy china registry: it was reported that myocardial damage occurred. In (B)(6) 2020, the subject was referred to cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending (lad) artery with 90% stenosis and was 29 mm long, with a reference vessel diameter of 3.0 mm. The target lesion 1 was treated with pre-dilatation and placement of 3.00 mm x 32mm synergy stent system. Following this post-dilatation was performed with 0% residual stenosis. The target lesion 2 was located in the mid lad with 90% stenosis and was 29 mm long, with a reference vessel diameter of 3.5 mm. The target lesion 2 was treated with pre-dilatation and placement of 3.50 mm x 32mm synergy stent system. Following this post-dilatation was performed with 90% residual stenosis. Two days later, the subject was diagnosed with myocardial damage and no action was taken to treat the event. At the time of reporting, the outcome of the event was considered to be unknown. On the following day, the subject was discharged on aspirin and clopidogrel..